Event description:
1) ER physician used product to repair laceration on a patient in the ER on 2003. 2) when vial was crushed a piece of glass ampoule came through the butyrate tube and cut the index finger. 3) doctor thought it was a superficial cut, doctor did not realize dr had glass embedded in their finger. 4) five days later the doctor developed an abscess on finger. 5) in 4/03 an x-ray revealed the glass shard in the finger. 6) a surgeon removed two pieces of glass approximately 3/4 cm. In size from the site. 7) no anesthesia was used. 8) no antibiotics were prescribed. 9) two stitches were placed in finger. 10) topical medication used on the wound. 11) wound healed in 2-3 weeks and tenderness is gone from the finger. 12) the ampoule was thrown away in the sharps container so it is not available for evaluation.